Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that that this right ventricular (rv) lead exhibited high pacing threshold measurements. The lead was explanted, and a new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. A stylet insertion test passed without issue, indicating no blockage in the lumen. A visual inspection revealed no anomalies. There were cuts in the suture sleeve, likely due to surgery-related damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. The lead was explanted, and a new lead was placed. No additional adverse patient effects were reported. The lead was then returned and analyzed.